Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the products said to be involved determined the two (2) needles had severe bends. Device 1: the device was returned with small bends and kinks throughout the sheath of the device. During a visual inspection the device returned with 2.4 cm of the thumb ring stylet wire hanging outside of the proximal end of the handle. Prior to the handle being manipulated, the needle adjuster was placed on "8" and the sheath adjuster was placed on "5". The handle was then manipulated and the needle would advance and retract as intended. When the needle was advanced outside the sheath, a bend was observed near the distal end. There were two bends in the distal end of the needle. One bend was the length of the exposed needle from the distal end of the sheath to the distal tip of the needle and the second bend was in the middle of the fiducial slot where the fiducials would be placed during assembly. The bend observed was severe. None of the four fiducials were returned for evaluation. The bevel of the needle was uniform and intact. Device 2: the device was returned with small bends and kinks throughout the sheath of the device. The thumb ring stylet wire was fully engaged in the device, but appeared to have a slight bend near the base of the stylet wire handle. Prior to the handle being manipulated, the needle adjuster was placed on "8" and the sheath adjuster was placed on "5". The handle was manipulated and the needle would advance and retract as intended. When the needle was advanced outside the sheath, a severe bend was observed near the distal end. None of the four fiducials were returned for evaluation. The bevel of the needle was uniform and intact. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position, or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "identify desired site based on previous findings from endoscopy, radiography and/or CT scans. Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instruction for use states: "attach device to endoscope accessory channel port." The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus), the physician used two (2) echotip ultra fiducial needles. The doctor was attempting to place fiducials in the head of the pancreas. He was able to get the needle in the correct area, however when he attempted deployment, the fiducial would not deploy. He tried adjusting needle, scope, etc. The fiducial then deployed once he was out of the body. This is not the first time this issue has occurred. He said that deployment anywhere else is normal, but whenever he is in the head of the pancreas, the fiducials will not deploy no matter how much force is placed on the stylet. The devices were evaluated on 10/4/17 and it was observed that both needles had severe bends.